Manufacturer narrative:
Manufacturing investigation evaluation: the product was returned in a packaging different from the original packaging. The laser etching was readable. There were slight traces of use visible on the instrument. A review of the device history records was performed for the affected lot with no abnormalities or deviations detected. The diameter of the sleeve was measured with the result that it did not meet specifications. The raw material was checked and found to be within specifications. Based on this information, the complaint is rated as confirmed and valid from the point of view of the manufacturing site. A review of the pfmea for the affected article was performed and the complaint failure is covered/addressed within this document. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during a hospital instrument demonstration by a synthes sales consultant on (B)(6) 2016, the guide sleeve was unable to pass through the instrumentation construct. There was no patient or surgical involvement. This report is 2 of 2 for (B)(4).